Event description:
Customer reported issues with the insulin pump. Customer states that there are bubbles on top of the reservoir. It was verified that there is no air in the tubing. The blood glucose reading is 542 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.